Event description:
Boston scientific received information that one day after the original implant this right atrial (ra) lead dislodged. As a result a revision procedure was performed and this ra lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.